Event description:
The international customer reported the ventilator displayed a pressure sensors failure at startup. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Review of the device diagnostic history noted a vent inop occurrence due to a data acquisition failure. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer reported the data acquisition pcb board was replaced to address the reported problem. Performance verification testing was completed with no faults reported.